Manufacturer narrative:
H3 - device not returned. H6 - type of investigation: 4110 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault, refractive surprise, elevated iop 26 mmhg without pupil block and angle closure with lens rotation. In a separate visit the lens was repositioned and this did not resolve the problem. Cause of the event was reported as unknown/device. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.